Event description:
It ws reported to us from neurology that a vns patient was seen on (B)(6) 2011, for a 3 week history of intermittent neck pain. Their vagal nerve stimulator was interrogated and indicated low output current status, high lead impedance greater than 10,000 ohms, ifi of no. He was previously programmed to an output current of 1.25 ma, signal frequency of 20 hz, pulse width of 250 microseconds, on time of 30 seconds, off time of 1.8 minutes, magnet current of 1.50 ma, magnet on time of 60 seconds, magnet pulse width of 500 microseconds. He was implanted with a 103 generator, serial number (B)(4), on (B)(6) 2011. His stimulator was then turned off due to abnormal diagnostic testing suggesting lead fracture. Output current was programmed to 0.00 ma and magnet current 0.00 ma. Ap and lat neck radiographs were normal. Copies of the radiographs cannot be sent to manufacturer since they are digital. No history of trauma or manipulation was observed. The patient had full revision surgery and their explanted products were discarded therefore will not be returned for analysis. Device malfunction was suspected against their lead .

Event description:
The patient did not have full revision surgery. They only had their vns lead replaced.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem; corrected data: the patient did not have full revision surgery. They only had their vns lead replaced.